Event description:
The following has been reported: on 11/3/2025 they received an ivenix complaint/disposable for evaluation and during evaluation they found a defect with a blonie product. See attached for description of issue. No adverse event reported no sample available pictures available findings: during sample evaluation, two defects were identified: -missing silicone barrier -cracked cap note: this was a k-zero connector on a fresenius kabi ivenix administration set.